Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient appeared to have a driveline disconnect but the patient could not recall it. Log files captured a single driveline disconnect on (B)(6) 2022. There did not appear to be any issues occurring during the time of the disconnect. There were no other unusual events recorded in the log files and the device operated as intended. It was noted that the patient is a poor historian and could not remember much about the event. No products will be returned. Related MFR # 2916596-2022-15391.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect was confirmed via the log file review. The system controller log file spanned approximately 41 days (13oct2022 to 23nov2022 per the timestamp). On 21oct2022 at 14:54, the driveline appears to have been disconnected and was reconnected approximately 4 seconds later. The system recovered to the set speed value of 9200 rpm, and the alarm did not reoccur. There were no other notable alarms active in the log file that would indicate an issue with the controller. The hm2 system controller, serial pcx-20741, was not returned for analysis. A root cause of the reported event was not determined through this analysis and cannot be correlated to an issue with the controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.